Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling, avaulta plus anterior support system and avaulta plus posterior biosynthetic support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with cystoscopy and anterior and posterior colporrhaphy due to third-degree cystocele, second-to-third degree rectocele and stress urinary incontinence.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2011 in part, due to physician recommendation. It was reported that the patient underwent mesh revision on (B)(6) 2011 in part, due to physician recommendation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and a mesh was implanted. It was reported that the patient underwent lysis of vaginal adhesions, trigger point injection of vaginal lesion, and cystoscopy on (B)(6) 2011, due to vaginal pain. No additional information was provided.